Manufacturer narrative:
Product event summary: one controller and four batteries were returned for evaluation. Four batteries not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed functional testing; the batteries were able to securely connect to a test controller. Bat360244r01 passed visual examination. Visual examination of bat360643r01, bat360651r01, and bat360628r01 revealed damage to the battery connectors. Visual examination of bat360628r01 also revealed foreign material on the battery connector; this is an additional observation not related to the reported event, likely due to improper handling of the device. Failure analysis of the returned controller revealed bent pins within power port one of the controller. The bent pins did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. The most likely root cause of the bent pin event can be attributed to a misalignment between the power port and battery output connector. The most likely root cause of the damaged battery connectors can be attributed to force applied in attempting to connect the batteries to the controller with a bent pin. An internal investigation has been opened to evaluate the damaged pins and implement corrective actions as required. Additional products: battery, bat360611r01, h3: yes, h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 battery, bat360752r01 h3: yes h6 FDA method code(s): 4114 h6 FDA results code(s): 3221 h6 FDA conclusion code(s): 67 battery, bat360643r01, h3: yes h6 FDA method code(s): 10, h6 FDA results code(s): 180, h6 FDA conclusion code(s): 19 battery, bat360666r01, h3: yes h6 FDA method code(s): 4114, h6 FDA results code(s): 3221, h6 FDA conclusion code(s): 67 battery, bat360651r01, h3: yes, h6 FDA method code(s): 10, h6 FDA results code(s): 180, h6 FDA conclusion code(s): 19 battery, bat360628r01, h3: yes, h6 FDA method code(s): 10, h6 FDA results code(s): 180, 331, h6 FDA conclusion code(s): 19 battery, bat360543r01, h3: yes, h6 FDA method code(s): 4114, h6 FDA results code(s): 3221, h6 FDA conclusion code(s): 67 battery, bat360244r01, h3: yes, h6 FDA method code(s): 10, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 67. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-11-30 UDI #: (B)(4). Not available to be returned, mfg date: 2016-11-30, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-11-30 UDI #: (B)(4). Not available to be returned, mfg date: 2016-11-30, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-11-30 UDI #: (B)(4). Not available to be returned, mfg date: 2016-11-30, not labeled for single use, (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-11-30 UDI #: (B)(4). Not available to be returned, mfg date: 2016-11-30, not labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller had bent pins and that the batteries could not be attached. The devices have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: battery, (B)(4). D4 expiration date: 2017-11-30 UDI#: (B)(4). D10: no h4: mfg date: 2016-11-30 h6 FDA conclusion code(s): 4315 battery, (B)(4). D4 expiration date: 2017-11-30 UDI#: (B)(4). D10: no h4: mfg date: 2016-11-30 h6 FDA conclusion code(s): 4315 battery, (B)(4). D4 expiration date: 2017-11-30 UDI#: (B)(4). D10: yes, return date: 2018-07-31 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-11-30 h6 FDA results code(s): 3233 h6 FDA conclusion code(s): 11 battery, (B)(4). D4 expiration date: 2017-11-30 UDI#: (B)(4). D10: no h4: mfg date: 2016-11-30 h6 FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-11-30 UDI #: (B)(4). D10: yes, return date: 2018-07-31 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-11-30 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-11-30 UDI #: (B)(4). D10: yes, return date: 2018-07-31 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-11-30 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-10-31 UDI #: (B)(4). D10: no h4: mfg date: 2016-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA conclusion code(s): 4315 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-31 h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-11-30 h5: no h6: patient code(s): c76143 h6: device code(s): c62952 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The site further reported that there were four additional batteries that were unable to be attached to the controller due to bent pins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.